Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 5 states, "periarticular calcification or ossification, with or without impediment of joint mobility." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 6 mdrs filed for the same patient (reference 1825034-2014-02328/02333).

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient underwent a revision procedure of the left hip on (B)(6) 2012 and a revision procedure of the right hip on (B)(6) 2013. Legal counsel reported patient allegations of pain, discomfort, altered gait, loss of range of motion, tenderness, staining of the synovium, and osteolysis. A review of the invoice history confirmed the surgery dates and that the acetabular cups, modular heads and taper inserts were removed and replaced during both revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient underwent a revision procedure of the left hip on (B)(6) 2012 and a revision procedure of the right hip on (B)(6) 2013. Legal counsel reported patient allegations of pain, discomfort, altered gait, loss of range of motion, tenderness, staining of the synovium, and osteolysis. A review of the invoice history confirmed the surgery dates and that the acetabular cups, modular heads and taper inserts were removed and replaced during both revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical record dated (B)(6) 2012 reports patient allegations of pain, bilateral stiffness, grinding, catching sensation, squeak in left hip, popping, and sensation of internal movement. Additional information received from patient operative (op) report dated (B)(6) 2012 reports patient was revised on the left hip due to metal-on-metal (mom) wear debris sensitivity, pain, and elevated ion levels. Revision op report notes the presence of cloudy, yellowish fluid; yellowish-brown staining of the synovium; osteolysis along the femoral stem; burnishing of the cup and head; corrosion; and inflammatory tissue. Op report notes a crack along the lateral rim during cup removal; however, this did not effect stability and 15 - 20 degree aversion of the stem, which was found to be acceptable. Additional information received from patient op report dated (B)(6) 2013 reports patient was revised on the right side due to mom hypersensitivity wear debris reaction, pain, metallosis and elevated ion levels. Revision op report notes the presence of dark grayish staining of the synovium, clear fluid, osteolysis along the femoral stem and behind the shell, brownish-orange synovitis, and osteolytic tunnels consistent with particulate matter debris.